Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the use of a 6-12f mynx venous vascular closure device (vcd), the patient complained of groin swelling and pain. The patient experienced bleeding, inflammation and a hematoma. The patient went to the emergency room (ER) post procedure, however signed out against medical advice (ama). At the follow up 7 days later an ultrasound was performed and an occlusion was found. The left limb experienced the complications. There were 2 access sites. The remaining sheath was an unknown 8f sheath. The physician performed the procedure. The device was used in a supraventricular tachycardia (svt) ablation. An ultrasound was not done prior to discharge. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, after the use of a 6-12f mynx venous vascular closure device (vcd), the patient complained of groin swelling and pain. The patient experienced bleeding, inflammation and a hematoma. The patient went to the emergency room (ER) post procedure, however signed out against medical advice (ama). At the follow up 7 days later, an ultrasound was performed and an occlusion was found. The left limb experienced the complications. There were 2 access sites. The remaining sheath was an unknown 8f sheath. The physician performed the procedure. The device was used in a supraventricular tachycardia (svt) ablation. An ultrasound was not done prior to discharge. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. A local reaction after deployment of the sealant into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous IFU as such. Additionally, a vascular occlusion occurring after a catheterization procedure is a known potential complication and is listed in the IFU. An occlusion can be caused by dislodged thrombus embolizing and occluding all or part of the vessel, or formation of thrombus at the puncture site. The act of creating an venotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Usually, anticoagulants are prescribed in order to prevent the formation of thrombosis at the puncture sites. It is also possible that the occlusion could also be caused by the sealant being deployed intravascularly, either partially or completely. However, as these types of vessel occlusions are usually noted before discharge, and this complication was noted days after the procedure, it is not likely. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Without the return of the device for analysis or procedural films, the reported customer complaints could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors are likely. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ also, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.